Event description:
Related manufacturer reference number: 2916596-2021-00934.

Manufacturer narrative:
The patient death will be reported under related manufacturer reference number: 2916596-2021-00934.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of a submitted photograph and the evaluation of the returned heartmate 3 lvad, serial number (B)(6), confirmed the report of outflow graft and pump thrombosis. The thrombus could have contributed to the reported low flow alarms and elevated ldh level; however, a direct correlation between the evaluation findings of the returned device and the reported acute kidney injury, right heart failure, arrhythmias, and infection could not be conclusively determined through this evaluation. The submitted controller event and periodic log files cumulatively contained data from (B)(6) 2020 to (B)(6) 2020 and showed that calculated average flow initially remained around 4 lpm. Flow gradually decreased over time, leading to intermittent low flow alarms on (B)(6)2020 associated with a calculated average flow value of 2.4 lpm. The reduced flows were not associated with elevated calculated average pi or motor power values. Despite the captured low flow events, the pump operated as intended at the set speed for the duration of the log file data. The submitted and downloaded lvad event and periodic log files did not capture any atypical lvad faults. Mlp-014515 was returned assembled with the pump cable severed approximately 8.5¿ from the pump housing. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was returned intact and secured around the graft attachment. Upon disassembly of (B)(6), examination of the outflow graft attachment revealed remnants of white thrombus adhered to the textured blood-contacting surface. Based on the submitted photograph showing a thrombus almost completely occluding the graft attachment, it appeared that most of the thrombus initially present within the graft attachment had been removed prior to receipt of the device. Dissection of the outflow graft material revealed a large thrombus formation occluding the proximal end of the graft, the appearance of which resembled the thrombus within the graft attachment shown in the submitted photo. The thrombus formation was well adhered to the blood-contacting surface. In addition, examination of the interior of the pump cover revealed a thrombus formation adhered to a portion of the volute near the pump outflow. It appeared that the thrombus within the graft attachment, outflow graft material, and pump cover developed in these locations over an undetermined amount of time while the pump was supporting the patient. However, a specific cause for the development of the thrombus formations could not be conclusively determined through this evaluation. Examination of the returned outflow graft material revealed no evidence of distortion such as twisting or kinking that may have contributed to a flow obstruction during support. Visual inspection of the remaining blood-contacting surfaces of the device revealed some loosely coagulated blood with no evidence of any additional developed depositions or thrombus formations. Following cleaning, visual inspection of the pump rotor, rotor well, and remaining blood-contacting surfaces did not reveal any anomalies. (B)(6) was reassembled and operated on a mock circulatory loop. The pump functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jan2019. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Care instructions regarding preventing infection are provided in section 6, ¿patient care and management¿. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the hm3 lvas in the section 6, ¿patient care and management¿. This section also contains information regarding the recommended anticoagulation therapy and inr range. Section 1 and section 6 of the heartmate 3 IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The heartmate 3 lvas IFU also provides an explanation of all pump parameters, including flow, in section 1 ¿introduction¿. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm as well as pi events. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document states that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the heartmate 3 lvas IFU lists renal dysfunction, right heart failure, cardiac arrhythmia, localized infection, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The heartmate 3 lvas IFU also lists arrhythmia as a potential late postimplant complication in section 6, ¿patient care and management¿. Care instructions regarding preventing infection are provided in this section as well. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to acute kidney injury. The patient had shortness of breath, hyponatremia, acute renal failure, supratherapeutic inr and ventricular tachycardia. The patient was having trouble with diuresing over the last two months in outpatient setting. The patient had a right heart catheterization on (B)(6) 2020. Creatinine was 2.3 on admission and down to 1.9 on (B)(6) 2020. The doctors were having difficulty diuresing with IV lasix briefly tried to start dobutamine but the patient had an arrhythmia so it was discontinued. The patient was having frequent low flow alarms. The patient's mean arterial pressure was in the 70s. The patient's hematocrit decreased to decrease alarm frequency. The patient had a limited ramp study, the speed was adjusted from 5200-5400 with wedge not changing and central venous pressure was high on (B)(6) 2020. The current speed was 5300. The patient's right heart failure was worsening. The patient's lactate dehydrogenase (ldh) was rising to the high 500s. The inr has been above 2. The physician has concern for outflow graft thrombus/obstruction. The patient does not have a clip on the outflow graft per records. They plan to put in a swan, take the patient to the ICU and do a ramp study. The pump outflow graft thrombus was confirmed. The ramp echo showed that even at 6000 rpm the vad was not unloading the left ventricle. The patient had a computer tomography angiography (cta) of the chest with and without contrast. Radiology reported outflow thrombosis in the proximal aspect of the outflow tract, with near complete to complete occlusion. The patient is on an intra-aortic balloon pump (iabp). The patient was taken to the operating room on (B)(6) 2020. When the outflow graft was detached from the hm3 pump. It was noted that there was a near-complete blockage inside the graft. The surgeons also found abnormal material adhered to the inner surface of the pump outflow elbow which they suspect was thrombus. The patient underwent a hm3 exchange including a new apical cuff. There was substantial bleeding and the right heart was struggling; therefore, a centrimag rvad was placed. Once bleeding was under control, the patient left the or with exchanged hm3, centrimag rvad, iabp (placed prior to return to or), and chest was left open. It is suspected that the patient has developed a coagulation problem, likely heparin-induced thrombocytopenia. They stopped using heparin and used bivalirudin to anticoagulate while on bypass for the hm3 exchange. The patient had cultures taken and were positive for candida albicans. The patient was also septic. In the pre-operative diagnosis the patient had heparin induced thrombocytopenia thrombosis. The findings post-operatively included right ventricular dysfunction. On (B)(6) 2020 the patient was going back to the operating room for class a emergency with a concern for bleeding. The patient had evolving bacteremia and fungemia. On (B)(6) 2020 the patient continued to have low flow alarms. Additionally, there was a concern that the centrimag rvad not filling the lvad appropriately. On (B)(6) 2020 the patient was in cardiogenic and septic shock. The patient continued to decline. The patient went into multi-system organ failure on (B)(6) 2020. The family withdrew care and the patient passed away on (B)(6) 2020. Centrimag pump reported under MFR # 3003306248-2020-05468